Manufacturer narrative:
H3, h6: the cable was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. The cable was not functioning as intended. Fdm b01, fdr c02, and fdc d02 are applicable to the cable analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system. Other relevant device(s) are: product ID: b i71000475, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) couldn't boot up. Connection between mobile viewing station (mvs) kept showing "connected not ready". Rebooting and reconnection of umbilical cable didn't improve the issue.

Manufacturer narrative:
A2-a4: patient information is not available. D2: product code updated. D10: the serial number of the mvs interface was fm013213-00005. E1: surgeon information is not available. H3, h6: patient code was updated to current coding process. A medtronic representative went to the site to perform a system check out and they found that the system passed all testing. The mvs interface was replaced. B01, c19, and d16 are applicable to the system checkout. The mvs interface was returned for product analysis. The analysis is still in progress. B21, c21, and d16 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the site stopped using the imaging system as soon as the issue occurred and the procedure was completed without using the imaging system. Rebooting the system and plugging the mvs interface cable off and on were performed, but did not resolve the issue.